Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 71,103 joules during a prostate procedure. The procedure was completed with another fiber. There was no pt injury as a result of this event. The procedure had been initiated with a different fiber, which was also reported (reference MFR report number 2937094-2012-00328).

Manufacturer narrative:
(B)(6) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.